Event description:
It was reported via social media that stroke occurred. A left atrial appendage (laa) procedure was performed and a watchman flx laa closure device was implanted. The patient was later reported to experience a stroke and was re-started on warfarin. No additional information is known.

Manufacturer narrative:
Aware date used as event date is unknown.